Event description:
It was reported the patient's ipg was non-functional due to the patient not recharging it as recommended. In turn, the charger and programmer could no longer communicate with the ipg. As a result, the patient's ipg was explanted and replaced. Stimulation was restored post-op.

Manufacturer narrative:
Correction number: 1627487-07262012-002-r. This ipg serial number is included in field advisories. Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.